Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 160 mg/dl at the time of incident. Stuck button troubleshooting was performed and customer was unsure if the insulin pump button was pressed down for 3 minutes or longer and it was exposed to a change in altitude. Advised customer that removing and reinserting the insulin battery cap will resolve the issue. The customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.